Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached, v5 software not loaded. No patient injury was reported.

Manufacturer narrative:
The model number was not documented, in the initial submission. The device manufacture date was not documented, in the initial submission.

Manufacturer narrative:
Other text: b5: additional information received via email on 05-july-2022 and attached in complaint: no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the lens was scratched. Review of the event log found evidence of error messages. Upon function testing, the reported problem was duplicated. The latch lock sensor was found to be corroded. The root cause is likely user exposing the latch lock to fluid intrusion. The sensor was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.